Manufacturer narrative:
Weight, ethnicity, weight: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens, -14.5 diopter tore before loading. The damage was noted while removing the lens from the vial. This occurred on (B)(6) 2021. The cause of the event is reported as unknown. An alternate lens was implanted on the same date and the problem is resolved.